Event description:
Account states they are obtaining discrepant co2 results on their analyzer. The incorrect results have not been used to guide pt therapy. The field serivce representative found the rinse station nozzle was not dispensing and repaired the instrument by cleaning the mixing vessel.